Manufacturer narrative:
The reported event of failure to extend the helix was confirmed. As received, a complete lead was returned in one piece measuring 51.9 cm, with the helix retracted and clogged with blood/tissue. X-ray examination found the inner coil to be over-torqued at the connector region which is consistent with procedural damage. After cleaning the helix region of blood/tissue and applying torque directly to the inner coil, the helix was able to extend and retract. The cause of the reported event was isolated to the helix being clogged with blood/tissue and the over-torqued inner coil.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during the implant procedure, the right ventricular lead helix would not extend. The lead was not used and was replaced with a different lead during the same procedure. This issue did not impact the patient.